Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device would not charge despite attempts with multiple charging pads and outlets, and the user switched to alternative therapy; the event aligned with an unexpected shutdown associated with the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an insulation problem consistent with a component-level issue and an unexpected shutdown, with the device component implicated as the seal. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.